Event description:
It was reported that during a heavily tortuous, eccentric, proximal left anterior descending (lad) artery stenting procedure, without pre-dilatation, a xience v 2.5 x 15 mm stent delivery system (sds), a xience nano 2.25 x 12 mm sds, and a mini vision 2.25 x 8 mm sds were advanced but would not cross the heavily calcified lesion. A xience nano 2.25 x 8 mm sds was advanced, but would not cross the lesion and, reportedly, a dissection occurred distally with the entire proximal to distal lad artery because of the heavy calcification in the vessel. The xience nano sds was removed without difficulty. Two mini vision stents, a new xience, and a promus were able to cross the lesion to cover the dissection and stent the lesion successfully to complete the procedure. There was no adverse patient sequela or no significant delay in the procedure reported. There was no additional information provided..

Manufacturer narrative:
(B)(4). No pre-dilatation completed. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Based on the information reviewed, there is no indication of a product deficiency. Dissection is listed in the instructions for use as a known adverse event associated with coronary stenting.